Event description:
Dr., facility alleges that patient complained of not feeling well while on machine. Treatment was terminated early. On 07/13/90 patient called unit complaining of vomiting and muscle weakness. Patient admitted to hospital with dx of acidosis. The machine registered conductivity of 14.2 during treatment. Machine pulled to check conductivity meter. Possible malfunction of bicarb port and conductivity meter.